Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: a device history review was completed for material number 301031 and lot number 0003673. The review did not reveal any detect quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, four physical samples and two photo samples were received for evaluation by our quality team. The four physical samples were visually inspected for the scale marking issue and have the scale marking missing. In one photo sample two syringes are shown. One has the scale printing and the other syringe does not. In the second photo a case box label is shown. It is possible that the scale marking issue can occur during the syringe assembly printing process. This defect may occur if the printing equipment runs low on ink and the barrels do not receive the scale printing. There are quality controls currently in place to detect this type of defect during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause_ syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe came with a mixture of printed and unprinted syringe. This occurred on 24 occasions before use. The following information was provided by the initial reporter: material no: 301031 batch no: 0003673. It was reported that cases received have a mixture of printed and unprinted syringes. Per email: we received 26007, 20ml syringe not printed.